Event description:
It was reported that the handpiece gets hot and stops working. This was found by the spd dept prior to the start of a medical/surgical procedure. There was no pt involvement or any user injury. The planned case was successfully completed with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with the rotor stuck in the motor. Those parts were each replaced along with the drive pin, driver, and other components. Service repaired and returned the device to the customer.